Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our (B)(4) affiliate, during valve deployment of a 26mm sapien 3 valve by transaortic approach in the aortic position, the balloon burst during inflation.

Manufacturer narrative:
As reported, through additional investigation, the valve could not be ¿separated¿ from the delivery system in the aorta and the system was retrieved. An attempt was made to insert another delivery system but the patient had a ¿very damage femoral¿ and a drop in the patient¿s blood pressure. Subsequently, the patient passed away.

Manufacturer narrative:
During engineering observation, it was noted that there were missing pieces from the balloon. Additional follow up with the customer revealed that no balloon pieces remained in the patient. The certitude delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: a longitudinal and radial balloon burst with missing pieces, flared distal balloon shoulder, bent guidewire lumen on distal end, and scratches on the steering tube. No other abnormalities were observed. Functional testing was unable to be performed due to the condition of the returned device (burst balloon). Dimensional testing was performed on the single wall thickness of the balloon on the proximal side and the distal side of the balloon burst and was found to be in within specification. During manufacturing process, the delivery system is visually inspected and tested several times. The balloons are 100% inspected for the following: working length, balloon diameter, proximal and distal leg ID, proximal leg od, and double wall thickness. The balloons are visually inspected for defects such as: contamination, mechanical damage, deformation, crow¿s feet, fish eyes, and multiple or radial scratches. Samples are balloon burst tested after visual inspection. The balloon is visually inspected during the balloon preparation, pleat and fold process for the following: contamination, balloon diameter, tears, distorted/pinched folds and wrinkles. The delivery system is 100% leak tested. During final inspection the catheter is inspected for scratches, tears and wrinkles on the balloon. The steering shaft is inspected for tears, kinks, cracks, visible holes, and exposed metal. The entire delivery system is inspected for mechanical damage (i.e. Kinks, breaks, separation) and misplaced/missing/extra/incorrectly assembled parts. During product verification (pv) testing is performed on lot samples, the delivery system is inspected (among other inspections) for kinks, cracks, exposed braid and loose/missing components. Testing was performed for balloon inflation and deflation time and balloon burst pressure and met statistical requirements. The lot met statistical requirements as requirement for lot released. All samples passed pv testing. The above inspections during the manufacturing process and testing performed during pv testing support that it is unlikely a manufacturing non-conformance contributed to the reported event. The device history record (DHR) review was performed and did not reveal any issues that could have contributed the event. The review of the lot history revealed no additional complaints for balloon ¿ burst. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the burst balloon was retrieved without issues and another balloon was taken to fully inflate the valve that was well positioned. The result was good and patient was doing well. The complaint for balloon ¿ burst was confirmed through visual inspection of the returned device. No manufacturing non-conformance were identified in the returned product as dimensional analysis revealed the balloon wall thickness met specification. Additionally, reviews of complaint history, DHR, lot history and manufacturing mitigation revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. In this case, the patient¿s degree of calcification in the annulus/leaflets is unknown, but remains a likely contributor to the complaint event based on review of the complaint history. A detailed root cause analysis for similar balloon burst complaints in returned devices has been summarized in and edwards lifesciences technical summary. The technical summary provides a rationale as to why it is unlikely that a product or manufacturing defect contributed to this type of event, including factors for why deployment of balloons on thv delivery systems and balloon catheters are subject to increased risk of burst in a calcified annulus. Analyses of these types of ruptures indicates that they are typically caused by interaction with calcification on the native aortic valve and/or annulus. The complaint for was confirmed, but no manufacturing non-conformities were found in the returned sample. A definite root cause could not be determined at this time. However, in this case, patient factors may have contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the august 2018 control limit for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Reference CAPA-20-00141.